Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd received four (4) photos for investigation. The photos were reviewed and the indicated failure modes for gel air bubbles and foreign matter (fm) were observed. Tubes with large air bubbles in the gel barrier and fm black particles on the tray and white particles inside the tube can be seen. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of gel air bubbles and fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 4 tubes had air bubbles in the gel, and there was foreign matter present in 2 additional tubes. There was also foreign matter observed on the styrofoam tray. There was no report of patient impact.